Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Potential claim received regarding left pinnacle mom hip replacements. Confirmed revision of pinnacle mom in (B)(6) 2013 (exact date not given). Reason for revision not provided.

Manufacturer narrative:
The investigation has been reopened due to receiving medical records. Depuy will notify the FDA when the investigation is complete.

Event description:
Update 17 sept 2014 - medical records received confirm revision due to discomfort & significantly elevated metal ion levels. During revision metallosis reaction, bone destruction and osteolysis were reported. - km 17/9/14.

Manufacturer narrative:
Potential claim received from (B)(6) regarding left pinnacle mom hip replacements. Confirmed revision of pinnacle mom in (B)(6) 2013 (exact date not given). Reason for revision not provided. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head, metal liner, and hole eliminator product/lot code combinations. It is not known if the events are related as insufficient information has been provided. It should be noted, the metal liner product code has been obsoleted/discontinued. The femoral head and metal liner are exempt from DHR review per procedure. No additional event information or investigational inputs were provided to customer quality. As the case is in litigation, follow up for this additional information will be performed by depuy legal. The investigation can draw no conclusion regarding the reported event with the information available. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head, metal liner, and hole eliminator product/lot code combinations. It is not known if the events are related as insufficient information has been provided. It should be noted, the metal liner product code has been obsoleted/discontinued. The femoral head and metal liner are exempt from DHR review per procedure. No additional event information or investigational inputs were provided to customer quality. As the case is in litigation, follow up for this additional information will be performed by depuy legal. Medical records and x-ray(s) were obtained and reviewed by a medical professional. With the information provided, it cannot be determined that the complaint is product related. The investigation can draw no conclusion regarding the reported event with the information available. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.